Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) clinical study. Same patient as MFR ID#: 2134265-2009-03763, 2134265-2009-03764, 2134265-2009-03765. Same case as MFR ID#: 2134265-2010-03391, 2134265-2010-03393, 2134265-2010-03394, 2134265-2010-03395. It was reported that following a stenting treatment procedure, the patient experienced restenosis. The first target lesion was a 100% stenosed, de novo, 20mm long lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.0mm. The vessel was reported to have timi-0 flow. It was treated with predilation and placement of a 3.0x32mm taxus express2 stent followed by post dilation resulting in visually 0% residual stenosis (24% per core lab analysis). The second was a visually 90% stenosed (100% per core lab analysis), de novo and 40mm long lesion located in the distal rca with a reference vessel diameter of 3.0mm and was also said to have timi-0 flow. Treatment consisted of direct stenting with a 2.75x32mm taxus express2 stent and a 2.75x12mm taxus express2 stent without gap followed by post dilation resulting in 0% residual stenosis (10% per core lab analysis). Post deployment intravascular ultrasound (ivus) confirmed all three stents were expanded well. Timi-flow 3 was obtained for both treated lesions. The patient was discharged without complication 3 days later on bayaspirin and plavix with no anginal symptoms. One month and 9 month follow up visits found the patient without anginal symptoms. At 297 days post index procedure, restenosis of the proximal and distal rca was found during follow up angiography. In the proximal rca, the visually 75% stenosed (77% per core lab analysis) and 24mm lesion with a reference vessel diameter of 3.5mm was treated with predilation and placement of an unknown size taxus express2 stent resulting in 0% residual stenosis (18% per core lab analysis). In the distal rca, a visually 90% stenosed (78% per core lab analysis), 57mm long lesion with a reference vessel dater of 3.0mm was treated with predilation and deployment of an unknown size taxus express2 stent and a non bsc stent resulting in visually 0% residual stenosis (20% per core lab analysis). Timi-3 flow was maintained throughout the procedure. The event was reported to be resolved and the patient was discharged 3 days later. At 692 days post index procedure, and 395 days post reintervention, the patient underwent follow up coronary angiography which revealed restenosis of the proximal rca. There were no ischemic symptoms. The 90% stenosed and 15mm long lesion with a reference vessel diameter of 3.5mm was treated one day later with balloon dilation resulting in 0% residual stenosis. The event was resolved and the patient was discharged 2 days later. A follow up visit 17 days later found the patient without anginal symptoms. It is the opinion of the physician that this event is possibly related to the taxus stent.